Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient was admitted for lower limb redness and swelling, chest tightness, and shortness of breath for one month. On (B)(6) 2026, due to urinary incontinence, the attended physician discussed with the patients family and decided to perform indwelling catheterization. The nurse performed the indwelling catheterization as ordered. Prior to the procedure, the nurse inspected the packaging, which showed no visible damage, and confirmed the balloon had no air leaks. Following standard protocol, the foley catheter was inserted, but no urine flowed out. The patient became restless and agitated. After reassurance by the nurse, a new catheter was immediately replaced and reinserted. Urine flowed out smoothly. Following the procedure, the patient reported slight stinging discomfort at the urethral opening, which improved after rest. The need for a second catheter insertion caused urethral mucosal abrasion.